Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, list number 07k78-30, and manufacturing site of a.i.d.d longford in section d of this report to architect i2000sr, list number 03m74-02, and manufacturing site of abbott manufacturing texas MDR number 1628664-2019-00553 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section e. Initial reporter: no further customer information provided due to privacy issues.

Event description:
The customer observed a false positive architect b-hcg result for 1 sample. The following data was provided: (B)(6) 2019 initial result = 5503.4 miu/ml (positive), repeat = <1.2 miu/ml (negative). No impact to patient management was reported.